Event description:
It was reported that the device was detached. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was found detached/separated when taken out from the catheter hoop even without application of extra force. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The device was received with a complete break of the shaft polymer extrusion located just distal of the guidewire port of the returned device. An examination of the returned device identified that the balloon had not been inflated. The balloon and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. A visual and tactile examination identified that the shaft polymer extrusion was completely broken proximal of the guidewire port. A section of the proximal end of the shaft was also noted to be stretched for approximately 4mm. The balloon cover was not returned for analysis. A visual and tactile examination identified no issues with the hypotube that may have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the device was detached. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was found detached/separated when taken out from the catheter hoop even without application of extra force. The procedure was completed with a different device. No patient complications were reported.